Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, stress testing, defib testing and visual inspection of all related connections without duplicating the report. The device was recertified and returned to the customer. The multi-function cable used was not returned as part of this investigation. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to obtain an ECG signal using the multifunction cable attached to electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.